Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during initial drain while the patient was connected. During troubleshooting, nothing was found that could have caused or contributed to the air in tubing. Renal therapy services (rts) had the home patient (hp) check the patient line for kinks, fibrin, air. The hp stated that there was air in patient line near transfer set. The rts had the patient end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.